Event description:
The customer reported high blood glucose. Customer stated that the insulin pump did not alert her blood glucose for high and low. Customer stated received calibration error. Customer thinks that it was not programmed correctly, customer stated her blood glucose was 505 mg/dl and she did not get an alarm. Customer treated with insulin pump with extra unit of insulin of the 4 units she would have normally done due to high blood glucose. It was found that basal rates and bolus wizard are correct. It was also found in the alarm history that there was 2 alarms for check settings. No further info provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4)manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).